Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neuromodulation stimulator (ins) for non-malignant pain via a manufacturer¿s representative. It was reported that the patient¿s device settings would change on it¿s own whenever she moves. There was no patient symptom reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.